Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during polypectomy procedure performed on (B)(6) 2016. According to the complainant, while unpacking the device it was noted that the sheath was kinked. The device was used during the procedure, and when the physician attempted to remove the polyp the device both failed to deliver current, as well as, cut the polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the catheter was kinked and smashed near to the proximal section. Functional testing was performed, and the device passes the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 12.4 ohms, within manufacturing specifications. The complaint was confirmed, although the device passed the electrical test within specifications, the device had the catheter kinked and was damaged near to the proximal section. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during polypectomy procedure performed on (B)(6) 2016. According to the complainant, while unpacking the device it was noted that the sheath was kinked. The device was used during the procedure, and when the physician attempted to remove the polyp the device both failed to deliver current, as well as, cut the polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.